Event description:
Pt underwent complex right star total ankle joint replacement with correlation of severe varus deformity along with subtalar joint arthrodesis, lateral ligament reconstruction, lateral displacement calcaneal osteotomy, and deltoid release four years ago. He had his total ankle on the opposite side and returned to active lifestyle until recent pain. Radiographs demonstrate significant cystic changes around the tibial tray with some subsidence of the distal tibia into valgus alignment with compensatory varus alignment with the talus component and asymmetrical wear. Therefore, operative treatment was indicated to revise the ankle.